Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected to treat the severely calcified coronary artery. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atmf or 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.